Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
It was reported that the patient was experiencing dizziness, shortness of breath and numbness in the hands after the device implant on (B)(6)2015. The cardiac resynchronization therapy defibrillator was explanted due to battery advisory. There was no allegation of premature battery depletion. The device was replaced with a competitor product. The patient is recovering.